Event description:
The pt reportedly was hit with a ball at the implant site. The pt reportedly experiences no hearing sensation. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Tests confirmed the device is not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.